Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implantable neurostimulator (ins) was still not shut off because the patient felt it yesterday and it took them all day to get it off. When the ins was on, the patient reported pain in their leg and back. The patient stated they have had no falls or accidents. The patient was having the implant removed on tuesday. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that the patient could not turn stimulation off. The patient said he changed the patient programmer batteries but it was still not working. The consumer was not with the patient of the patient programmer at the time of the call with the manufacturer on 2(B)(6)017, so troubleshooting could not be performed due to a lack of access to the patient. The consumer requested an appointment with a manufacturer representative (rep). It was noted that the patient did not have a managing healthcare professional (hcp). The consumer stated that they may ask the family hcp to assist in requesting a rep. Additional information was received from a hcp. It was reported that the patient had issues with the stimulator and the hcp was told to call the manufacturer. Additional information was received from a rep. It was reported that the patient felt uncomfortable stimulation and the ins could not be turned off using the patient programmer. A conference call was done between the rep, the patient, and the manufacturer¿s technical services. The patient checked the programmer 9 volt battery and it read good. The patient also confirmed that he inserted a new 9 volt battery on (B)(6)2017. The patient pressed the stimulation off button, heard the single beep, and confirmed that the ins was off by the light; however, the patient still felt that it was going strong and that it was wide open. The patient hadn¿t been using his stimulation for some time, but on (B)(6)2017 when he went to sit in a chair, the ins just started shocking him good. The patient tried the stimulation off button again, and again it showed stimulation was off but the patient still felt stimulation. The rep was on the way to meet with the patient to interrogate the ins with the physician programmer. Additional information was received from the rep while he was with the patient on (B)(6)2017. It was reported that the rep was only seeing half of the impedance values and the physician programmer lost communication and reported the interference message. The rep was asked to move the patient to a different room and retry following turning stimulation on with the patient programmer, and the rep was able to re-interrogate the ins. The rep ran the ins battery check which was ok and showed 3.06 volts battery voltage, with less than 20% battery used. Therapy impedance on program 1 was 1,195 ohms and on program 2 was 733 ohms. Electrode impedance results at 3.0 volts amplitude ranged from 840 to 2 ,400 ohms. The rep turned stimulation down to 0.0 volts on both programs and the patient didn¿t feel stimulation at that time. The rep had the ins turned to 0.0 volts and off, and this resolved the patient¿s issue of feeling stimulation event though the ins had been turned off which was confirmed with both the patient programmer and physician programmer. Additional information was received from the rep. The rep provided notes from the patient meeting. It was noted that the battery voltage was good, and electrode and therapy impedance were both within normal range. The rep had increased amplitude until the patient felt stimulation, then took amplitude to 0.0 volts to allow the patient to feel zero stimulation. Once the patient was able to differentiate stimulation from other conditions, the patient acknowledged that the stimulator was no longer active. Both programs were left with amplitude at 0.0 volts and the stimulator was turned off. It was noted that the patient was still interested in explant, but did not want to drive to the rep¿s territory. The patient¿s information was forwarded to a rep in little rock.